Event description:
It was reported that during a procedure involving the turbohawk plus, a detachment occurred with the nosecone of the device during cleaning post-use, not inside the patient. The procedure was conducted on the right peripheral arteries, specifically the superficial femoral artery and popliteal artery, which had calcified plaque with severe calcification and minimal tortuosity. The lesion stenosis was between 75-95% over a length of 400mm, with an artery diameter of 4.0-5.5mm. The device was safely removed from the patient, and the procedure was completed using a new medtronic device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: two photos were received from the account. One photo appears to show the shelf carton label of a turbohawk. The second image appears to show a detachment of the nosecone. Product analysis a visual inspection showed that the tip detached distal to the anchor pockets. The detached tip was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.